Event description:
It was reported that the display was showing a ¿call your doctor¿ icon, elective replacement indicator (eri) message. The patient got the eri on their recharger the morning of the report. The patient had seen the eri message on the programmer and on every other charger session. The manufacturer representative checked the implantable neurostimulator (ins) with the clinician programmer and the eri status was not showing. The eri was not flashing on the screen but stayed on the screen until they clear it by re-synching with his ins. The patient was set to continuous mode. The patient was receiving effective therapy and was waiting to see if it needed to be replaced. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient¿s battery life was approximately 4 days. Approximately 25% was used per day. The error was only seen once every 24 hours. The charger had to be removed and start over to reset the error message. Further follow-up was performed to determine if any further action was taken at this time, including further troubleshooting and replacement/explant. This event will be updated if additional information is received.

Event description:
Additional information received reported that the patient was seen by the manufacturer¿s representative (rep) on (B)(6) 2014. A physician mode recharge (pmr) was performed. The rep. Received an update from the patient on (B)(6), stating that an elective replacement indicator (eri) had not accrued since the pmr was performed. The patient was receiving effective therapy and was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Previous reporting of this event also being an adverse event was incorrect. (B)(4).